Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) that was initially treated with four bursts of anti-tachycardia pacing (atp) therapy. The atp did not convert the arrhythmia but instead accelerated the arrhythmia to ventricular fibrillation (vf) at 279 bpm. The vf was successfully terminated with one 41 joule shock. An email was sent to the clinic for further review of the patient and device. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.